Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal ii; guide catheter: taiga. Balloon material rupture can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity, a previously implanted stent or insufficient preparation prior to use. Information received from the account stated that the balloon was initially soaked and prepared outside the body per the instructions for use (IFU). As there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was moderately tortuous, moderately calcified and 95% stenosed, which likely contributed to the reported complaint. It is possible that the balloon interacted with the tortuous and calcified lesion upon inflation attempt such that it became damaged and ruptured as a result. However, based on the information provided and without the product to examine, a definitive cause for the reported rupture cannot be determined. A review of the device lot history record did not reveal any non-conforming material reports associated with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot all dilatation catheters are visually inspected and leak tested during manufacture. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity.

Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, 95% stenosed, eccentric, de novo circumflex lesion, during the first predilatation with a 2.0 x 20 mm mini trek balloon catheter the balloon ruptured at 8 atmosphere after 15 seconds. A non-abbott balloon catheter was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device. Though requested, no additional information was provided.